Event description:
Reporter indicated that vns patient has experienced a recent increase in seizure activity above pre-vns baseline frequency. Based on known device settings, it is likely that the original generator was approaching normal end of service. The patient underwent generator replacement surgery due to suspected end of battery life and is reportedly doing well afterwards. Before the generator replacement surgery, the patient's family member reported that the patient seemed to lose efficacy after being at the same settings for a period of time. The patient's family member indicated that another anti-epileptic meidcation had been added to patient's drug regimen during this time (topamax) and that programmed parameters were recently "cut in half". It was reported that after the reduction in parameters, the patient did well for a couple of months.

Event description:
Product analysis for the pulse generator was completed. Product analysis summary: battery longevity using the limited known device parameters concluded that the battery still had approximately 6 months before reaching end of service. The device did not reach end of service. The pulse generator met the MFR's final electrical test specifications. No anomalies were noted that would have contributed to the reported increased seizures, lack of efficacy, and end of life events.